Event description:
In 2007, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultrasmart meter was reading inaccurately high. The pt tests his blood glucose 6-9 times a day. He typically tests before meals and at bedtime. The pt takes sliding-scale novolog insulin before meals and at bedtime based on his meter readings and carbohydrate intake. He also takes 12-17 units of lantus insulin every night before going to bed. The pt indicated that the alleged meter issue started about 2-3 weeks before he called lfs on the same day. In one instance, the pt reported blood glucose results of "209 mg/dl" with his meter and "114 mg/dl" on backup meter, performed within 10-30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. On two other occasions, the pt obtained pre-bedtime meter readings that he felt were unusually high. He could not recall exactly what results were obtained. In both cases, the pt took unspecified dosages of the sliding-scale novolog insulin and lantus insulin based on the meter readings before going to bed. During the middle of the night, the pt claimed that he woke up with heart palpitations and was shaky. He tested his blood glucose with the reported meter at that time and got results of around 80-90 mg/dl. The pt then tested himself with his backup meter and got results of "49, and 54 or 64 mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. He treated himself by drinking orange juice and mango nectar. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. Before calling lfs on the same day, he claimed that he performed a control solution test that failed. He did not have add'l test strips for troubleshooting while speaking to the customer care advocate (cca). The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged that the meter was reading inaccurately high. He also claimed that he developed symptoms suggestive of hypoglycemia after taking sliding-scale insulin based on his meter readings.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.